Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2012 the patient underwent mesh revision/removal due to pelvic and vaginal pain, pain during intercourse, infections, inflammation, urinary incontinence, leakage, vaginal bleeding and discharge. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06686. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2013 the patient underwent sacral colpopexy, paravaginal repair, burch urethropexy and posterior repair performed at which time restorelle polypropylene mesh was used.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic lysis of adhesions, rso, uterosacral vaginal vault suspension anterior and posterior repair, excision of posterior vaginal wall graft and cystourethroscopy on (B)(6) 2014, due to abdominal pain, pelvic pain, cystocele, vaginal vault prolapse, rectocele, and mesh complication.